Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. The distributor alleged that the pump had no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/26/2015 with the following findings: a review of the pump¿s black box history showed evidence of power interruptions occurring on (B)(6) 2014. The battery compartment was intact; no damage was observed. The returned battery and cartridge caps were used to complete all testing. The battery cap was fastened and then unscrewed half a turn with no reboots occurring. No power interruptions, errors, alarms, or warnings occurred during investigation. The pump case was removed and no intermittent condition was found to the power circuit. The complaint that the pump had no power was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.